Event description:
It was reported that the epiq 7 ultrasound system monitor detached from the articulation arm, causing damage to the monitor screen and tgc (time gain compensation) assembly. The issue occurred outside of clinical use and there was no patient or user harm associated with this event. The philips service engineer replaced the display assembly, tgc assembly, and articulation arm kit to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.